Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported that the device alarmed repetitive motor error alarms. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.